Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. Field service engineer (fse) advised the unit is not under warranty. No troubleshooting provided and customer declined the service.

Event description:
Customer states that biomed advised unit failed pressure test and wants to know if unit under warranty. No patient involvement.